Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. Upon the first deployment attempt, the 29 millimeter (mm) valve was observed to be too large, resulting in under expansion. Subsequently, the valve was recaptured and withdrawn, and a 26 mm valve was utilized to complete the procedure. It was noted that a 5 minute procedural delay occurred as a result. Per the physician, it was noted that the computed tomography (CT) scan was of poor quality, contributing to the sizing issue.